Manufacturer narrative:
Per tandem's basal iq pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer requested and delivered too large of a bolus (1.5 units) causing the customer's blood glucose (bg) to decrease to 22 mg/dl. The customer was found unconscious by paramedics and taken to the emergency room (ER). The customer was treated with glucagon, sugar, and carbs. Customer was released from the ER after 2-2.5 hours with a bg of 300 mg/dl and no permanent damage.